Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged approximately one week after implant. An invasive procedure was performed and the lead was repositioned. Approximately two months later the lead dislodged a second time. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.